Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. An ablation procedure was being performed for atrioventricular reciprocating tachycardia (avrt). After the electrophysiology (ep) study was performed and a left lateral pathway was found, the physician used a blazer prime htd to ablate the pathway. They did not have success and felt he couldn't reach far enough and withdraw the catheter to check the mechanism. On removal of the catheter, the physician showed that the deflector mechanisms of the blazer prime htd was not working. The catheter's deflection mechanism was faulty; it did not deflect. A new blazer open-irrigated catheter was inserted and the procedure continued. They continued the procedure and a block was achieved. The physician then noted that the patient's blood pressure (bp) had dropped and pulse rate increased. They performed a cardiac ultrasound and found a large pericardial effusion, which was drained. The patient was discharged to intensive care unit (ICU) with a pericardial drain in place and was in the ICU overnight. She was in hospital until the (B)(6) 2019, when she was discharged home. The pericardial effusion resolved and patient was in sinus rhythm. It was reported that they had no way of knowing at exactly what time the pericardial effusion started; but it wasn't there at the start of the procedure. There was also a dynamic xt catheter and two viking electrode catheters in the body at the time. It was unknown which catheter(s) caused or contributed to the adverse events.